Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after testing the tracheostomy cannula balloon, a fenestrated cannula 8 passed with a balloon that inflated; however, the rupture was evident when passing through the tracheal rings, which is why passage of a new tracheostomy cannula was requested. There was no patient injury/harm reported.